Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during repair on a sacrospinous stitch and anterior/posterior vaginal repair, half of the needle broke and feel into the patient¿s cavity. It was stated that an x-ray was performed to locate the component and a magnet was used but half of the needle was not found. The surgeon opted to finish the procedure.